Event description:
Reportedly, a dislodgement of the ventricular lead connected to the pacemaker involved in this MDR report was observed 8 days after implantation. The lead was repositioned, but it was impossible to reconnect the lead to the pacemaker; therefore the pacemaker was not kept implanted and was returned for analysis.

Manufacturer narrative:
(B)(4), this event concerns a device that was mfg and used outside the united states. Analysis is pending.